Event description:
It was reported that the right ventricular (rv) lead experienced a possible fracture, and exhibited high/undefined impedance measurements on the rv coil and superior vena cava (svc) coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 1688 st jude lead implanted. If information is provided in the future, a supplemental report will be issued.